Manufacturer narrative:
If implanted; give date: n/a as the lens was inserted and removed. If explanted; give date: n/a as the lens was inserted and removed. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens (iol) into the eye of a monocular female patient, the plunger of the preloaded delivery system got stuck. The surgeon screwed the plunger to inject the lens, causing damage (lining) to the lens optic. The surgeon realized it after the lens was in the eye, therefore the lens had to be cut out and a new lens implanted. The procedure was delayed by 20 minutes. No vitrectomy was performed. No further information was provided.

Manufacturer narrative:
Device evaluation: the product was not returned for evaluation. The reported issue could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.